Event description:
Report from facility, with a claim of a patient that presented to the clinic in 2006: patient's surgical wound allegedly got infected due to the mesh that was used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.